Event description:
It was reported that continuous glucose monitor showed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error message did not return, and successfully started new sensor session.